Event description:
Abbott diabetes care received a medwatch report that reported the following information pertaining to an abbott diabetes care (adc) device: a reporter indicated that there was a sharp metal pin protruding from the user's sensor and the reporter removed the sensor which caused a "significant skin tearing and damage" due to the adhesive. Also, it was reported a bent needle problem with the sensor and the sensor fall apart. The reporter indicated the user had contact with a healthcare professional for the redness and raised contusion due to the sensor, but no treatment was reported. The reporter applied a new sensor and faced the same problem. However, the reporter indicated that "less damage" occurred on the other arm as they did everything by the directions and applied the correct amount of pressure upon application. The reporter reportedly called adc to get the sensor replaced and also a refund. Adc customer service attempted to contact the reporter three times to gain additional details regarding this event; however, all follow up attempts were unsuccessful. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this incident are the adhesive, including the adhesive irritating the user¿s skin, or misuse, including improper site selection and repeatedly using the same application site to place the sensor. These conditions are mitigated through the freestyle product labelling. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Clinical data was reviewed and confirmed that freestyle libre sensor continue to be safe, effective, and perform as intended in the field. The available tracking and trending reports were conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. An investigation is pending at this time and will be performed per adc's established processes and procedures. A follow-up report will be submitted upon completion of all required investigation activities. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report that reported the following information pertaining to an abbott diabetes care (adc) device: a reporter indicated that there was a sharp metal pin protruding from the user's sensor and the reporter removed the sensor which caused a "significant skin tearing and damage" due to the adhesive. Also, it was reported a bent needle problem with the sensor and the sensor fall apart. The reporter indicated the user had contact with a healthcare professional for the redness and raised contusion due to the sensor, but no treatment was reported. The reporter applied a new sensor and faced the same problem. However, the reporter indicated that "less damage" occurred on the other arm as they did everything by the directions and applied the correct amount of pressure upon application. The reporter reportedly called adc to get the sensor replaced and also a refund. Adc customer service attempted to contact the reporter three times to gain additional details regarding this event; however, all follow up attempts were unsuccessful. Based on the information provided, there was no report of serious injury associated with this event.

Event description:
Abbott diabetes care received a medwatch report that reported the following information pertaining to an abbott diabetes care (adc) device: a reporter indicated that there was a sharp metal pin protruding from the user's sensor and the reporter removed the sensor which caused a "significant skin tearing and damage" due to the adhesive. Also, it was reported a bent needle problem with the sensor and the sensor fall apart. The reporter indicated the user had contact with a healthcare professional for the redness and raised contusion due to the sensor, but no treatment was reported. The reporter applied a new sensor and faced the same problem. However, the reporter indicated that "less damage" occurred on the other arm as they did everything by the directions and applied the correct amount of pressure upon application. The reporter reportedly called adc to get the sensor replaced and also a refund. Adc customer service attempted to contact the reporter three times to gain additional details regarding this event; however, all follow up attempts were unsuccessful. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. The available tripped trend reports were reviewed for the product for the last year. The review identified a tripped trend for this reported issue. This tripped trend was investigated and addressed as per adc process and procedures and it was determined that no trends were identified that would indicate any product related issues. Therefore it has been determined that no further actions are required at this time. Trends are regularly monitored and investigated when exceeding established thresholds to evaluate for causes associated with the product. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensor continue to be safe, effective, and perform as intended in the field. The available tracking and trending reports were conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report that reported the following information pertaining to an abbott diabetes care (adc) device: a reporter indicated that there was a sharp metal pin protruding from the user's sensor and the reporter removed the sensor which caused a "significant skin tearing and damage" due to the adhesive. Also, it was reported a bent needle problem with the sensor and the sensor fall apart. The reporter indicated the user had contact with a healthcare professional for the redness and raised contusion due to the sensor, but no treatment was reported. The reporter applied a new sensor and faced the same problem. However, the reporter indicated that "less damage" occurred on the other arm as they did everything by the directions and applied the correct amount of pressure upon application. The reporter reportedly called adc to get the sensor replaced and also a refund. Adc customer service attempted to contact the reporter three times to gain additional details regarding this event; however, all follow up attempts were unsuccessful. Based on the information provided, there was no report of serious injury associated with this event.